Event description:
The customer reported that while pipetting on summit, the tech noticed that there was no sample pipetted into wells a6 through h6 on the microwell plate. No error was generated by the summit. No death or serious injury was associated with this incident.